Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient had a heart condition. There were no prior reports of device-related issues and the patient was receiving effective pain relief from the device. Nevro attempted to obtain additional information regarding the nature of the heart condition but was unsuccessful. There have been no reports of further complications regarding this event.